Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, threshold fluctuated to at initial site from low to high. The ipl was re-positioned and thresholds remained unstable. The ipl was removed, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.